Manufacturer narrative:
The information submitted reflects all relevant data received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B) (4): no anomalies were found. The full lead was returned and analyzed. The helix would not retract/extend at the time of analysis due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt.

Event description:
It was reported that at implant of the lead, the screw was defective. It "could not be fastened to the heart". The lead was not used. No patient complications have been reported as a result of this event.